Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection and functional testing. The reported event could not be confirmed, the controller ac adapter was able to provide power as expected. Based on the available information, a possible root cause can be attributed to an intermittent/marginal connection between the controller and controller ac adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter does not provide power. There were no patient symptoms. No patient complications have been reported as a result of this event.